Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: evaluation revealed that the bolus button cover was detached/missing. There was moisture observed around the bolus button contact plate. There was bolus button leak. The battery compartment is cracked below the pad. The display is dim/fading/reddish. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked and the display is dim/fading/reddish. This report is made based on results of investigation completed on 07/31/2015.